Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reportedly multiple k-files broke during use. The outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
No product received for investigation. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. DHR investigation was conducted according to the available lot number. All production steps / documents were investigated and no defect abnormality found on the documents. - email with documents attached nothing was changed in production process. Nothing unusual to report was found during DHR review. Root causes are unknown. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.